Event description:
It was reported that insulin was squirting out of the infusion set, but the motor did not slow down, and the numbers were not ramping. It was stated that the mother used the same reservoir and infusion set. One hour later the customer was feeling sick and his blood glucose was 19mg/dl. The caller stated that she did not program any bolus, only a basal. The mother did not call the doctor and attempted to manage herself the severe hypoglycemia. The insulin pump was disconnected for a few hours, and the customer ended with high blood glucose of 540mg/dl. It was stated that the mother programmed several boluses, but the blood glucose was still high. Then the mother realized that there was no insulin left in the reservoir, but the insulin pump did not display low reservoir. The mother did not know that no insulin was delivered. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.